Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they fell and the insulin pump does not have physical or cosmetic damage, but the screen was flashing and the buttons would not respond. Customer changed the buttery but the issue persisted. Blood glucose value was 117 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement, or verify button anomaly due to the display anomaly. The pump was received with a cracked case at the reservoir tube lip, a cracked keypad overlay, cracked battery tube threads, minor scratches on the lcd window and keypad overlay.